Event description:
It was reported to philips that the ac led lights were not turning on when the unit was plugged into a wall outlet due to a defective ac power module. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.